Manufacturer narrative:
The reported lot # does not exist for the reported cat #. Therefore, the device manufacture and expiration dates are unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was issue with stylet separation from needle. It was stated the device was ¿when inserting saf t intima into a patient for subcutaneous infusion and retracting the guide wire/needle, the guide wire broke.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was issue with stylet separation from needle. It was stated the device was ¿when inserting saf t intima into a patient for subcutaneous infusion and retracting the guide wire/needle, the guide wire broke.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: catalog #: 383319. Medical device lot #: 7208580. Medical device expiration date: 08/31/2021. Device manufacture date: 07/27/2017.

Manufacturer narrative:
H.6. Investigation summary: a photograph was submitted for the purpose of our investigation, our investigators were able to observe the separation between the stylet and the puller. Additionally, the device history report for lot number 7208580 was reviewed, no related abnormalities were found. Material number 383319 for lot 7208580 was manufactured on 09/11/2017. According to the sampling plan applied for product performance, this lot was accepted and released. Unfortunately the root cause for this issue could not be determined without the ability to observe the affected unit, however, based on previous investigations, this failure mode could be related to the a lack of z-crimping the final assembly for the device. Investigation conclusion: separation stylet from needle was not confirmed since, the image received no showed the completed product. Image evaluation was completed and the issue reported by customer is not a common defect; however, based on investigation developed, we can confirm a separation between stylet/puller assembly, due to lack of z crimping in final assembly. It is important mention that this separation stylet/puller assembly has not related with the separation stylet/needle because, both assemblies are different. No corrective action required at the failure. Process fmea rm4797 was reviewed and there are proper controls in place to detect product malfunctions. Based on investigation results to date root cause cannot be determined with the image received. Additional information: d.4. Medical device expiration date: 8/31/2021. D.4. Medical device catalog # corrected to 383319. H.5. Device manufacture date: 9/25/2017.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was issue with stylet separation from needle. It was stated the device was ¿when inserting saftintima into a patient for subcutaneous infusion and retracting the guide wire/needle, the guide wire broke.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Updated/corrected information was received for the medical device catalog number(s). The following field(s) have been updated: the reported lot # does not exist for the reported cat #. Therefore, the device manufacture and expiration dates are unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was issue with stylet separation from needle. It was stated the device was ¿when inserting saf t intima into a patient for subcutaneous infusion and retracting the guide wire/needle, the guide wire broke.¿ there was no report of injury or further medical intervention.